Event description:
The pt (B)(6) received his scs system which included an ipg. It was reported the pt felt a persistent burning sensation in the ipg pocket site particularly when recharging. The physician examined the patient and confirmed there was no evidence of infection at the ipg pocket site. The physician explanted and replaced the ipg on (B)(6) 2009. The explanted ipg was returned to the MFR for eval. No add'l info is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg was subjected to a number of charge and discharge cycles during the analysis process and no charging anomalies were detected. The ipg passed auto test. The ipg passed the saline test. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.